Manufacturer narrative:
The service provider provided the investigation report on 10/18/2021. The actual device was tested. The pump passed the air-in-line alarm test. No issues were found during the testing. The reported issue was not confirmed.

Event description:
On 10/01/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that "air got past the air-in-line sensor". The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.